Event description:
It was reported that the patient with this right ventricular (rv) lead was found not breathing by their wife. They were subsequently hospitalized, with the patient having flatlined twice. When this pacemaker system was examined, it was determined there was loss of capture (loc). X-ray imaging was performed and no changes were noted on the leads position. Subsequently, the rv lead was repositioned and capture was confirmed. The patient required a temporary pacemaker throughout this process. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.